Manufacturer narrative:
Return requested. Replacement device shipped to site (B)(6) 2015. Suspect computer is under analysis, on (B)(6) 2015, a medtronic representative performed a navigation system check-out. The navigation system became unresponsive in application and a hard re-boot was done to move forward. This behavior repeated several times before the procedure and would not allow the surgeon to progress through the software. The surgeon went on with the surgery without navigation. The medtronic representative replicated the problem in different applications including the administration application. Checked all connections into the computer and could not get the problem to correct.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system became unresponsive on the plan page of the software. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted properly and then launched cranial software and loaded exams and ran in plan page of software. The computer stayed responsive for 3 hours and was able to move around in software normally. The computer then passed hard drive testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored and trended in a medtronic software anomaly tracking database.the computer was replaced in the system and this resolved the issue. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.